Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared a battery status of end of life (eol). At this time, there has been no allegations from the field; however, we are unable to determine that this device met longevity at this time and that therapy is available to the patient. No adverse patient effects have been reported.

Event description:
Additional information indicates that this product was explanted and replaced for normal battery depletion.